Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced high blood glucose events. The customer¿s blood glucose was 443 mg/dl at the time of incident. Customer stated that she had a low sensor glucose the night prior to call and treated and customer woke up with a blood glucose of 115 mg/dl, customer reported a blood glucose of 443 mg/dl after she ate her breakfast and currently, reading 553 mg/dl. Customer stated that her blood glucose has been high over 500 mg/dl for the past few days. Customer declined high blood glucose troubleshooting. The insulin pump is not expected to return for analysis.